Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported issue was confirmed. The evaluation found an intermittent flickering image due to bad cable. Moreover, a stain was discovered inside the charge couple device. A device history review found no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had fleeting lines in the image that appeared when the shaver was running during shoulder arthroscopy. The issue occurred during a therapeutic procedure (shoulder arthroscopy). The procedure was completed using the same equipment. There were no reports of patient harm.